Event description:
Unsuccessful deployment of 4 mm stent. Upon attempt to withdraw the stent & balloon as one unit, the stent was not located. Upon removal of the sheath, the stent was not located. No adverse outcome has been reported to date.